Event description:
On october 4, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
A sensor replacement alert was first presented to the user on 30 september 2024, day 144 after insertion.the sensor was received for further investigation. Upon receipt, it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps.the in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 31 december 2024. G3.date received by the manufacturer? 31 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.